Manufacturer narrative:
The investigation for the low pump flow has been completed. No product was returned. As per clinical, patient had smaller ventricle and flow was 2 l/min at p-9. Flow restored after shockwave to left main and left anterior descending artery at the end. The data logs were returned, and suction alarms were observed with low flows. The low flow issue was observed initially at p-9 and later the flow restored to 3.7 l/min at the end after shockwave per log and clinical. The cause of the low pump flow issue was most likely due to patient condition related based on clinical and data log review. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an 83 year old male on an impella cp for high risk surgery. It was reported that the pump experienced low flows throughout the course of patient support. Upon the eventual planned explant of the pump, it was discovered that there was a partial clot on the inlet cage. There was no patient harm.